Event description:
When the blade was loaded and used on the patient it split the skin graft in two down the middle as if taking 2 separate grafts. The surgeon was able to use the graft and the patient was unharmed however this could have led to not being able to use the graft and needing to take a new one. Dermatome blade had a small nick/ chip in the middle of the blade. Very small and difficult to see until after graft was taken and blade was examined. Per operative report: skin graft was harvested from the left thigh. Adequate skin graft of the left upper extremity and the left lower extremity was harvested. A 16/1000 inch skin graft was harvested. It was left as a full-thickness graft of the arm, but meshed 1: 1.5 the leg.